Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. A lead fracture was suspected. Diagnostic imaging was performed and no anomalies were observed. The rv lead was capped and a new rv lead was placed to resolve the event. The patient was stable.